Event description:
The customer reported the system's left monitor would not display an image during the case. No pt death or serious injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable and no additional service information was provided.